Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced insertion device was not inserting all the way. At the time of the issue blood glucose level was high (specific value unknown) and patient had correction injection via multiple daily injection (mdi) to address high blood glucose. Additionally, mentioned that the tubing was placed in the notch prior to pulling back (cocking) the spring. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Device 2 of 3.